Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The device reached eri on (B)(6) 2015. Concomitant product: 419478 lead, implanted: (B)(6) 2008.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was at elective replacement indicator (eri) in less than four years and did not meet expected longevity. The device was explanted and replaced by a cardiac resynchronization therapy pacemaker (crt-p) due to normalized ejection fraction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.